Event description:
During a follow-up in-clinic, episodes of noise resulting in oversensing and far field r-wave oversensing (ffrwos) were observed on the right atrial (ra) lead. Ra lead damage was alleged, but not confirmed. Provocative testing was performed and the lead noise was not reproduced. The ra lead was explanted and replaced to resolve event. The patient was stable.

Event description:
Additional information was received that damage was seen visually on the right atrial (ra) lead during the replacement procedure.

Manufacturer narrative:
The reported event of lead noise was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found an external insulation abrasion exposing the outer coil consistent with friction to the device can, located in the proximal region of the lead. The cause of the reported event was isolated to the external insulation abrasion found on the lead.